Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6; h11 a visual inspection was conducted on the returned plates. The plates show signs of attempted use including heavy marking and scratching on the plate surfaces. Further inspections shows that both plates have fractured. The plates were evaluated with optical microscopy and scanning electron microscope. Sem images of the plate fracture surface show evidence of fatigue striations suggesting the fatigue failure mode. Semi-quantitative eds elemental analysis found the plates to be consistent with cp titanium. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malleable plate and screw fixation along the inferior right ribs with a fractured inferior plate. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6a: implant date - (B)(6) 2023. D10: medical product - zimmer biomet ribfix blu system 12 hole prebent plate, catalog#: 76-2602, quantity: (B)(4); zimmer biomet ribfix blu system screw self drilling cancellous xdrive locking, catalog#: 76-2408, quantity: (B)(4); zimmer biomet ribfix blu system screw self drilling cancellous xdrive locking, catalog#: 76-2410, quantity: (B)(4); zimmer biomet ribfix blu system screw emergency cancellous xdrive locking, catalog#: 76-2708, quantity: (B)(4). G2: foreign - south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent surgery to repair rib fractures approximately six months ago. Subsequently, the patient felt pain approximately two months postoperatively and it was discovered by x-ray that the plates had fractured. A revision was performed approximately one month ago during which the fractured plates were removed and replaced with new plates. It was reported that no further information is available.